Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. He felt he had to increase stimulation and bring the numbers up in order to get stimulated properly. This started about 1 month prior to the notified date. Some days he really needed to increase it. In morning of the notified date the patient was in a lot of pain in his lower back. There was a shocking or jolting sensation. He was getting jolts when he was walking. He feels that ¿it¿s almost like it adjusts itself.¿ the jolting started about 1 week prior and it only did this sometimes. Because of this the patient was ending up needing to turn it down. It was noted that the patient had neuropathy in both legs and had tripped in the past and was using a cane. He was trying to make sure he was close to walls and was using his cane. He did this often so it was hard to tell when these trips occurred. The patient had not informed of his healthcare provider of this yet and had an appointment on (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.